Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited a lead safety switch due to right atrial (ra) impedance measurements of greater than 2000 ohms. The physician believed the patient's ra lead was fractured. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that there was also noise on the ra lead. The lead was therefore surgically abandoned and replaced. It was again noted that the lead was fractured. The device remains in service. No additional adverse patient effects were reported.